Manufacturer narrative:
Additional info: visual review confirms the set screw is broken. Visually confirmed the break-off set screw is broken at the thread root approximately ~1-2 threads from the set screw tip. Location of witness marks on the inside of the set screw, direction of deformation, and helical morphology of the fracture suggests secondary tightening after the break-off portion was removed. The above observations are consistent with torsional overload.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t12-l1 to treat congenital scoliosis. It was reported that the set screw snapped during tightening in the crosslink connector. The set screw was removed and replaced with the same thing happening again. The screw was again removed and replaced. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.